Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
This is an international report of a system error 2240 alarm that sounded on the homechoice (hc) unit. The technical service representative (tsr) had the home patient (hp) close all of the clamps to the bags and patient line, cycle the power off/on and remove the cassette. Cycling the power off/on resolved the alarm. The tsr advised the hp to continue the remainder of the therapy with manual supplies. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.